Event description:
Same case as MFR#: 2134265-2010-05512. It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. The nc quantum apex mr 15mm x 2.00mm balloon burst at fifteen atmospheres on the second inflation. They pulled a nc quantum apex mr 15mm x 2.25mm balloon. This balloon burst at fifteen atmospheres on the second inflation. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).